Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation.a lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported, "catheter leakage (the catheter's been ripped. The drug's leaking), catheter geometry not visible at penetration device , hub size problem". No other information was provided. It was stated that three devices were noted to be leaking. This report addresses the first device.